Manufacturer narrative:
Unit received with failed batt test after insert battery. Unable to perform operating currents, self-test, a21 error, and displacement test or verify charging battery anomaly due to failed batt test alarm. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for charging battery anomaly complaint. Pump was cut and open found moisture damage on lcd board and mother board. Swapping out test to confirms failed batt test is isolated to lcd board. The test p-cap/reservoir does lock into place properly. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. Unable to confirm charging battery anomaly due to failed batt test. Unit received with failed batt test due to moisture damage on lcd board confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump alarmed low battery for every 5 to 7 days. The customer reported no adverse event. The event involved product mmt-712wws. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-712wws and insulin pump was retuned for analysis.